Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation a polarx catheter was selected for use. The balloon catheter was prepared and introduced into the patient. As soon as the catheter entered the left atrium (la) the error message 1 - 00004000-2: the console detected blood in the catheter appeared on the console. The catheter and cryo gas cable were replaced. When the balloon of the second catheter was inflated during preparation outside the patient the error message 2 - 00001000-1: the injection pressure is too high appeared. The cryo gas cable was disconnected, reconnected along with having its orientation flipped 180 degrees. The high injection pressure error continued to appear, so the cryo gas cable was replaced again. Upon another inflation attempt outside the patient the blood detect error message appeared again. The cryoablation part of the procedure was paused at this point for a troubleshooting call, and the physician chose in the meantime to perform a planned radiofrequency (rf) ablation of the cavotricuspid isthmus (cti) line ahead of schedule. Case data indicated that the blood detect error was likely a malfunction rather a true blood detect, and the balloon catheter was replaced again upon recommendation. The third balloon was prepared as usual outside the patient without errors and with normal limits. The catheter was inserted into the patient, positioned in the left superior pulmonary vein (lspv), and successfully inflated to 28mm. When the balloon was then inflated to 31 mm, but the icon on the cryo console screen next to the freeze path window was stuck on the hourglass image and never reached the ready state, so ablation could not be performed. The catheter balloon was then deflated using the slider switch back to 28mm, at which point the injection pressure too high error appeared once again. The procedure was then cancelled. No patient complications were reported. It was unknown if there was visible blood in the catheter. The device was returned to boston scientific for analysis.

Manufacturer narrative:
The polarx catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, leakage testing, functional testing, and microscope inspection. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field, none were found. The polarx device was then connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. An outer balloon wire split was observed. This wire split could lead to the wires contacting each other which would result in a false blood detection error. The reported clinical observation was confirmed.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation a polarx catheter was selected for use. The balloon catheter was prepared and introduced into the patient. As soon as the catheter entered the left atrium (la) the error message 1 - 00004000-2: the console detected blood in the catheter appeared on the console. The catheter and cryo gas cable were replaced. When the balloon of the second catheter was inflated during preparation outside the patient the error message 2 - 00001000-1: the injection pressure is too high appeared. The cryo gas cable was disconnected, reconnected along with having its orientation flipped 180 degrees. The high injection pressure error continued to appear, so the cryo gas cable was replaced again. Upon another inflation attempt outside the patient the blood detect error message appeared again. The cryoablation part of the procedure was paused at this point for a troubleshooting call, and the physician chose in the meantime to perform a planned radiofrequency (rf) ablation of the cavotricuspid isthmus (cti) line ahead of schedule. Case data indicated that the blood detect error was likely a malfunction rather a true blood detect, and the balloon catheter was replaced again upon recommendation. The third balloon was prepared as usual outside the patient without errors and with normal limits. The catheter was inserted into the patient, positioned in the left superior pulmonary vein (lspv), and successfully inflated to 28mm. When the balloon was then inflated to 31 mm, but the icon on the cryo console screen next to the freeze path window was stuck on the hourglass image and never reached the ready state, so ablation could not be performed. The catheter balloon was then deflated using the slider switch back to 28mm, at which point the injection pressure too high error appeared once again. The procedure was then cancelled. No patient complications were reported. The device was returned to boston scientific for analysis.